Event description:
It was reported by maquet service that during product maintenance the cardiohelp-I unit failed the 2hz sound beep test during a service tool check of the speaker. No pt involvement. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The defective sensor panel was replaced by a maquet service technician. The unit was tested to factory specifications, passed and returned to service.